Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump had a over delivering alarm. Customer's low blood glucose value was 2.1 mmol/l. The customer's current blood glucose was 8.9 mmol/l. The customer treated their blood glucose with food. Customer reported experiencing low blood glucose for two days, dropping to 1.5 mmol/l at their lowest. The customer reported unexplained extra boluses on the insulin pump. Troubleshooting was performed and the pump failed the self-test. A pump error alarm also occurred on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Device passed the delivery accuracy test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly.